Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional tests which included leak, clear passage, and clamp functions tests were performed and the results were all satisfactory with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pin hole in a minicap transfer set that resulted in a leak. The hole was identified in the transfer set tube underneath the white connector. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.